Event description:
The femoral jig for posterior and chamfer cuts is extremely awkward to position flat on the femur and there is a high risk of inaccurate bone cuts leading to poor mating with femoral component.

Event description:
The femoral jig for posterior and chamfer cuts is extremely awkward to position flat on the femur and there is a high risk of inaccurate bone cuts leading to poor mating with femoral component.

Manufacturer narrative:
No devices, medical records or lot information was provided for review. The event was not confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral jig. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).